Event description:
It was reported that prior to using bd vacutainer® push button blood collection set, one (1) tube had a black stain on the tubing. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
D2b. Medical device type: there were multiple medical device types reported to be involved. The information for the additional device type is as follows: jka. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that prior to using bd vacutainer® push button blood collection set, one (1) tube had a black stain on the tubing. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H3: device eval by manufacturer? Yes. D9: returned to manufacturer on: 06-feb-2025. Investigation summary: bd received one sample and two photos for investigation. The customer photos depict a device with black/gray foreign matter on the tubing. The returned sample underwent visual inspection and failed testing due to black foreign matter on the tubing of the device. Additionally, a total of 100 retained samples were visually inspected, and all passed testing, exhibiting no foreign matter in the tubing or sample of the device. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: foreign matter - unknown. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.